Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis featuring c3 was implanted, and to obtain better cannulation the device was constrained and repositioned. Once cannulation was obtained, the device was repositioned again; however, the deployed device kinked just below the flow divider. The device occluded blood flow; therefore a palmaz stent was implanted into the gore excluder aaa endoprosthesis to restore proper flow. The pt tolerated the procedure.